Event description:
During a cryoablation procedure a polarx catheter was selected for use. "Blood in the balloon" was noted. The catheter was replaced. An exchange of the catheter resolved the issue. The procedure was completed without any complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.